Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient¿s pump flipped. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was an x-ray to confirm flipped pump after being unable to refill. The actions and interventions taken to resolve the issue was consult with surgery to flip pump. Surgical intervention did not occur but was planned but has not been scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.